Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the back panel put on incorrectly, cracked return tube, signs of fluid ingression, and the corner of the label pealed back. There was no evidence of the error recorded in the event history log. The reported problem was duplicated during functional test. The investigation found fluid/water ingression on printed circuit board (pcb) due to a cracked return tube. It was found that the crack in the return tube caused by fluid ingression on pcb was the cause of the reported issue. For corrective action the return tube, the pbc and membrane switch were all replaced. The root cause was traced to device design. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(6).

Event description:
It was reported that the water on internal pcb shorted out components. The unit can't turn off and the alarm is chirping. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.